Event description:
It was reported through the litigation process that sometime later port placement procedure; the port catheter had fractured. It was further reported that patient was expired, and the cause of death was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime later port placement procedure; the port catheter had fractured. It was further reported that patient was expired, and the cause of death was not provided. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the smdr submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The reported catheter fracture and death therefore cannot be confirmed. No causal relationship between the catheter fracture or the patient death has been established. Based on the available information, the definitive root cause of the catheter fracture and death is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on(B)(6)2022, the patient underwent an implantation procedure using powerport for chemotherapy delivery. Approximately five months and seven days later, on (B)(6)2023, the port catheter allegedly fractured with extravasation of contrast. It was further reported that no blood could be withdrawn through the catheter. Subsequently, the port was removed on (B)(6) 2023. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: event type corrected from ¿death¿ to serious injury. Subsequent review determined the initial classification relied on litigation language (including loss of consortium) without evidence of patient death or device causation. No death certificate, autopsy, clinician statement, or hospital documentation was provided. Current information supports serious injury criteria. Future updates will be submitted if new evidence warrants reclassification.manufacturing review: the device history records have been reviewed, and this lot met all release criteria.investigation summary: the physical device was not returned for evaluation. Based on the review of medical record alleges that on (B)(6)2022 patient underwent an implantable port placement procedure using a powerport for chemotherapy delivery as part of duodenal cancer treatment. The catheter was introduced. The port was accessed and aspirated and flushed easily. Five months seven days later no blood could be withdrawn through the catheter. When contrast was injected through the catheter, there was extravasation of contrast from the catheter near the point where it passed between the first rib and the clavicle, about 6 cm proximal to the tip. Much of the extravasated contrast passed into small bowel veins at the base of the left side of the neck and dispersed, but the findings were consistent with fracture of the catheter. A tiny amount of contrast exited the tip of the catheter, but most of the contrast was extravasated. Findings were consistent with fracture of the catheter with extravasation of contrast. Eleven days later the patient was planned for mediport removal. The tubing was then removed. The investigation is confirmed for the reported fracture, suction and leak issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based on the available information, the definitive root cause is unknown.labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.b2, b3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h1, h6 (patient, device, method, result)section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.